Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - tibial component stemmed precoat use of this tibial component with legacy. Knee - constrained condylar knee (lcck) articulating surfaces requires. Using catalog #: 00598004702 lot #: 62857872, articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog #: 00596204010 lot #: 62820862, all poly patella standard size 35 mm diameter 9.0 mm thickness for cemented use only catalog#: 00597206635 lot #: 63029587, lps flx patient spec f/t pingd catalog #: 00597000002 lot #: 56620944, patient spec knee bone models catalog #: 00597000010 lot #: 56620945, and patient specific surg catalog #: 98850000001 lot #: unknown. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. From the information provided it was estimated that the root cause of the reported issue is related to the user error. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a right knee revision approximately two days after the initial procedure when it was discovered that a left side product was implanted.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee arthroplasty approximately 1.5 years ago the incorrect side was implanted and the patient was revised.